Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, no abnormalities were noted. Upon functional testing it was noted that the was a blockage within the cannula. The most likely cause of the reported failure is wear and tear.

Event description:
On 04/04/2022, it was reported by a sales representative via (B)(4) that a ar-12990 knee scorpion is broken, it has a needle that is stuck. This was discovered during an unknown time, with no patient effect reported